Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling during an open left lung lower lobectomy, the device was not firing properly. They opened new stapler to complete the case. There was no patient injury.